Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d4, d9, g1, h3, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis deformation, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "painful nipple, rupture and capsular contracture, baker grade ii". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2025 - physician stated that the patient reported experiencing symptoms "for the past few months", relative to 23/sep/2025.

Event description:
Healthcare professional reported "painful nipple, rupture and capsular contracture, baker grade ii". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "painful nipple, rupture and capsular contracture, baker grade ii". This record is for the right side. The device remains implanted.